Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4). Note: an error occurred during submission this report, only 2 acknowledgements were received therefore this report resubmitted.

Event description:
The complaint was reported by a customer from (B)(6): delivery issue.

Event description:
The complaint was reported by a customer from australia: delivery issue.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.